Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and it will not complete the boot-up process. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly and found the root cause is a single board computer (sbc) card.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and it will not complete the boot-up process. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and it will not complete the boot-up process. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.